Event description:
It was reported via clinical study that in-stent thrombotic occlusion and restenosis occurred. The subject underwent treatment with the ranger drug coated balloons and eluvia drug eluting stents on (B)(6) 2022 as a part of a clinical trial. The target lesion was in the left common femoral artery, left proximal superficial femoral artery (sfa), and left mid sfa with 6 mm proximal reference vessel diameter and 5.5 mm distal reference vessel diameter with lesion length 177 mm with 100% stenosis and was classified as tasc ii d lesion. Prior to the treatment of target lesion with study devices, pre-dilation was performed using a 5 mm x 200 mm non-boston scientific balloon. Treatment of target lesion was performed by dilation using 5 mm x 200 mm and 6 mm x 200 mm ranger drug coated balloons and placement of 6 mm x 120 mm and 6 mm x 100 mm eluvia drug eluting stents study device. Post treatment, the final residual stenosis was noted to be 0%. On the same day, the subject was discharged from the hospital. On (B)(6) 2024, the subject visited the hospital for follow up of peripheral artery disease, and vascular ultrasound ankle brachial index (abi) without exercise performed revealed the following in the left leg: severe arterial occlusive disease at rest with monophasic flow in posterior tibial artery and dorsalis pedis artery. Multiphasic flow was noted in common femoral artery and popliteal artery. Abi was noted to be 0.33. On (B)(6) 2024, left lower extremity arterial duplex revealed thrombotic occlusion in left proximal sfa and occlusion of sfa stent from mid portion to knee. Monophasic flow noted distally in the left popliteal artery through the calf. On (B)(6) 2024, subject presented to the hospital with complaint of rest pain in left leg in the setting of having to hold antiplatelet therapy prior to cholecystectomy. On the same day, left lower extremity angiography revealed severe in-stent restenosis in sfa with chronic occlusion in proximal sfa, diffuse mild atherosclerotic disease in popliteal artery and anterior tibial artery, severe atherosclerotic disease with chronic occlusion in distal segment of posterior tibial artery. No evidence of significant disease was noted in common iliac artery, external iliac artery, internal iliac artery, common femoral artery, profunda femoris artery, tibial peroneal trunk, peroneal artery and dorsalis pedis artery. On (B)(6) 2024, 727 days post index procedure, thrombotic in-stent occlusion noted in left sfa was treated by thrombectomy using non-boston scientific thrombectomy device followed by balloon angioplasty using 4 mm x 80 mm and 5 mm x 200 mm non-boston scientific balloons and two 6 mm x 200 mm non-boston scientific drug coated balloons. Subsequently, angiogram performed revealed slow flow in the left anterior tibial and left dorsalis pedis arteries concerning for distal embolization, which was treated by thrombectomy using non-boston scientific thrombectomy device followed by balloon angioplasty using 2.5 mm x 120 mm and 2 mm x 200 mm non-boston scientific balloons. Final angiogram revealed restoration of flow of the left anterior tibial and dorsalis pedis arteries and patent brisk flow in the left sfa and left popliteal arteries. It was further reported that the subject was not on antiplatelet medications, and this event was related to disease progression. Per the investigator, this event was not related to the eluvia stent.

Manufacturer narrative:
A2: age at time of event: 75 years old at the time of study enrollment.

Manufacturer narrative:
A1: patient identifier (B)(6). A2: age at time of event: 75 years old at the time of study enrollment.

Event description:
Elegance clinical study it was reported that in-stent thrombotic occlusion and restenosis occurred. The subject underwent treatment with the ranger drug coated balloons and eluvia drug eluting stents on (B)(6) 2022 as a part of the elegance clinical trial. The target lesion was in the left common femoral artery, left proximal superficial femoral artery (sfa), and left mid sfa with 6 mm proximal reference vessel diameter and 5.5 mm distal reference vessel diameter with lesion length 177 mm with 100% stenosis and was classified as tasc ii d lesion. Prior to the treatment of target lesion with study devices, pre-dilation was performed using a 5 mm x 200 mm non-boston scientific balloon. Treatment of target lesion was performed by dilation using 5 mm x 200 mm and 6 mm x 200 mm ranger drug coated balloons and placement of 6 mm x 120 mm and 6 mm x 100 mm eluvia drug eluting stents study device. Post treatment, the final residual stenosis was noted to be 0%. On the same day, the subject was discharged from the hospital. On (B)(6) 2024, the subject visited the hospital for follow up of peripheral artery disease, and vascular ultrasound ankle brachial index (abi) without exercise performed revealed the following in the left leg: severe arterial occlusive disease at rest with monophasic flow in posterior tibial artery and dorsalis pedis artery. Multiphasic flow was noted in common femoral artery and popliteal artery. Abi was noted to be 0.33. On (B)(6) 2024, left lower extremity arterial duplex revealed thrombotic occlusion in left proximal sfa and occlusion of sfa stent from mid portion to knee. Monophasic flow noted distally in the left popliteal artery through the calf. On 05-sep-2024, subject presented to the hospital with complaint of rest pain in left leg in the setting of having to hold antiplatelet therapy prior to cholecystectomy. On the same day, left lower extremity angiography revealed severe in-stent restenosis in sfa with chronic occlusion in proximal sfa, diffuse mild atherosclerotic disease in popliteal artery and anterior tibial artery, severe atherosclerotic disease with chronic occlusion in distal segment of posterior tibial artery. No evidence of significant disease was noted in common iliac artery, external iliac artery, internal iliac artery, common femoral artery, profunda femoris artery, tibial peroneal trunk, peroneal artery and dorsalis pedis artery. On (B)(6) 2024, 727 days post index procedure, thrombotic in-stent occlusion noted in left sfa was treated by thrombectomy using non-boston scientific thrombectomy device followed by balloon angioplasty using 4 mm x 80 mm and 5 mm x 200 mm non-boston scientific balloons and two 6 mm x 200 mm non-boston scientific drug coated balloons. Subsequently, angiogram performed revealed slow flow in the left anterior tibial and left dorsalis pedis arteries concerning for distal embolization, which was treated by thrombectomy using non-boston scientific thrombectomy device followed by balloon angioplasty using 2.5 mm x 120 mm and 2 mm x 200 mm non-boston scientific balloons. Final angiogram revealed restoration of flow of the left anterior tibial and dorsalis pedis arteries and patent brisk flow in the left sfa and left popliteal arteries.